Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 804:26 alarm; this condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary:the reported condition of a colleague infusion pump with a 804:26 alarm was confirmed during evaluation. The cause of this condition was due to user error. Service determined the alarm occurred because, the manual tube release (mtr) was used before completion of speaker test . Per the service bulletin no action was needed and no repair was necessary. This issue is being investigated through CAPA

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.